Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient¿s nurse described the area as a small red area underneath the left lead. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.